Event description:
It was reported code 5001 (gas supplies lost: safety valve open alarm) was noted during service. No patient involvement.

Manufacturer narrative:
During service, the manufacturer's field service engineer (fse) noted a gas supply lost error in the diagnostic history log. The fse was unable to duplicate the error code. The manufacturer's fse did not replace any parts because the reported problem could not be duplicated. However, the oxygen flow sensor was replaced because some readings were close to being out of specs.

Event description:
The customer reported error code - gas supply lost. No patient involvement.